Event description:
Complainant alleged that during biomed testing the device displayed "pacer fault 116" pacer disabled," defib disabled," and "defib fault 72" messages. There was no pt involvement in the reported malfunction.